Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the speaker was malfunctioning. It was confirmed the device did not produce audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the speaker needed to be replaced. A replacement speaker was ordered and shipped to the customer to resolve the issue.